Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produce incomplete mesh and the gears are skipping. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device produce incomplete mesh and the gears are skipping. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was on (B)(6), 2016 for the gears not feeding the carrier and the roller gear, roller, and sideplates. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the device had a damaged comb, roller and roller gear. The pretest could not be performed due to the damaged parts. The device came in with a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both of which passed all testing. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of comb, roller, roller gear, hinges and sideplates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb and the roller gear was damaged leading to the reported event. The root cause of the device producing incomplete meshes and the gear skipping were due to the damaged comb, roller and roller gear. The issue was resolved with the replaced comb, roller, roller gear, hinges and sideplates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.